Manufacturer narrative:
Investigation result of exit marker loose/detached. A visual examination of the complaint device revealed the exit marker to be loose and was bunched up. The catheter was found broken from the distal end of the device. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on (B)(6) 2016. According to the complainant, after successful dilatation of the esophagus, the balloon was unable to be removed out of the patient through the endoscope. The catheter was cut, then the device was withdrawn from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the exit marker was loose/detached on the catheter, therefore, this is now an MDR reportable event.